Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was retuned to olympus for inspection and the customer's reportable malfunction was confirmed. Additionally the following reportable malfunctions were observed: the image disappears during right/left angulation and the adhesive around objective lens was peeled. Based on the results of the investigation, it is likely the image issues were caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. Additionally, it is likely the adhesive around objective lens was peeled due to stress caused by repeated use, external factors, or handling. The events can be detected and prevented by handling the device in accordance to the following sections of the instructions for use: for the image related issues: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. For the peeled adhesive around objective lens issue: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye flex deflectable videoscope had the screen turn black and displayed no image. The issue occurred during an unknown procedure. The intended procedure was completed with another similar device. The problem was resolved by turning the otv-s300 power off and on and reinserting the scope. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.